Manufacturer narrative:
Visual examination of the footswitch by a lumenis certified technical expert confirmed that the wire connection to the footswitch had disconnected. The circumstances which led to the footswitch cable disconnection were not provided, but the most probable root cause was determined to be the cable being unintentionally pulled by someone in the room. The procedure was completed with a back up footswitch, and there were no patient complications reported as a result of this event. The footswitch's wire disconnection was repaired by a lumenis service engineer, and the footswitch was returned to the customer.

Event description:
A foreign user facility reported that just after starting a holep procedure in which a lumenis versapulse powersuite 100w laser was being utilized, the wire connection of the footswitch disconnected and the footswitch couldn't be used. A spare footswitch was brought in to complete the procedure. No patient complications reported as a result of this event.